Event description:
It has been reported to us that the stent came off the balloon during the procedure and still remains inside the patient and has embolized. The physician inserted a guide catheter over a short guide wire. The physician inserted and successfully deployed a 2.5x12 stent in the middle of the right coronary artery, a 2.5x18 stent in the proximal right coronary artery and a third stent 2.5x24 stent to overlap the two other stents placed, however the physician was unable to deploy the stent. The physician pulled back the stent catheter and the stent caught on the tip of the guide catheter and traveled downstream into the descending aorta. The physician attempted to snare the stent with a 10mm loop snare; however unsuccessful. The physician removed the 6f introducer sheath and inserted a 7f introducer sheath and attempted to snare the stent again, still unsuccessful. The physician removed the 7f sheath and inserted an 8f introducer sheath and an 8f hockey stick 55cm guide catheter and inserted a 15mm snare to attempt to snare the stent; still unsuccessful. The physician then looked on the angio and noticed a dissection had occurred and that the stent became lodged in the renal artery and descending aorta. A vascular surgeon was contacted and the decision was made to leave the dislodged stent in place. The case continued and three additional stents were placed within the artery successfully. All the devices have been discarded and will not be returned for evaluation.

Manufacturer narrative:
The actual device will not be returned for evaluation. Therefore an engineering analysis of the subject device can not be performed. The lot number for the device is unknown and therefore a review of the device history record can not be performed. If in the future, the actual complaint sample is returned or additional information is provided, a follow-up medwatch will be submitted. The event has not been confirmed due to no product returned for evaluation. The analysis is complete as of today (B)(4) 2012.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.